Event description:
It was reported that the fowler gas cylinder was stuck. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Fowler. The unit was evaluated by the customer.